Event description:
Knee is sometimes hot to the touch [joint warmth]. Fever [pyrexia]. Swelling in injected left knee [joint swelling]. Pain in the injected knee [arthralgia]. Case description: spontaneous report rec'd on (B)(6)-2009, from a (B)(6) male pt, initials (B)(6). The pt had a history of osteoarthritis of the knee and previous synvisc treatment about 6 months prior to this report. The pt rec'd an injection of synvisc-one in the left knee on an unspecified date about 2 weeks prior to this report. The pt had severe pain and swelling in the injected knee. The pt also had a fever part of the time and the knee was sometimes hot to the touch. The pt went to the emergency room the weekend prior to this report and was prescribed demerol. The pt was scheduled to see his physician on the date of this report. As of the date of receipt of this report, the pt had not yet recovered. MFR's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of spec result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.